Event description:
Consumer reporting 6 false positives qv sars otc -- tss reviewed testing procedure per user instructions and discussed possibility of sample specific interference. This is one of six false positive mdrs submitted for this patient.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 similar complaints. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: cnd w/ retains. Source: phone: (573) 268-5114.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.